Event description:
Eighteen months ago, a rural hosp purchased a new hcl lab systems 200 biochemistry analyzer - lisa - 510-number k964409 from mit services, inc. The lisa has never worked properly and mit services will not do anything about it.